Manufacturer narrative:
Details of the complaint: on (B)(6) 2019, (B)(6) reported the alarm did not go off on the cns-6801a (pu-681ra ns: 661). The reported incident involved a patient death. Later the same day, customer provided an update explaining that all equipment was working fine and someone had pressed the silence alarm button. The hospital did not wish to fill out an adverse event form. Investigation conclusion: the root cause is determined to be user input which caused the cns alarms to be silenced. The cns was operating within specifications and as intended. Review of device c4c history found no other complaints reported against this unit. Additional model information: d11 & c2: the customer could not confirm with certainty which bedside monitor (bsm) was used on a patient at the time of this event, but they were able to narrow it down to one of the following devices: bsm - model: bsm-1733a. S/n: (B)(6). Approximate age of the device: 52 months. Device manufacturer date: 07/17/2015. Unique identifier (UDI) #: (B)(4). Bsm - model: bsm-1733a. S/n: (B)(6). Approximate age of the device: 52 months. Device manufacturer date: 07/07/2015. Unique identifier (UDI) #: (B)(4). The following fields contain no information (ni), as attempts to obtain information were made but not provided: b6. Relevant tests/laboratory data, including dates. G8. Adverse event terms. Additional information: b4. Date of this report. F6. Date user facility/importer became aware of the event. F7. Type of report. F11. Date report sent to FDA. F13. Date report sent to manufacturer. G4. Date received by manufacturer. G7. Type of report. H2. If follow-up, what type? H6. Event problem and evaluation codes. H10. Additional manufacturer narrative. Corrected information: b2. Outcomes attributed to adverse event. Deselected required intervention to prevent permanent impairment/damage, which had been erroneously selected in the initial MDR.

Event description:
The customer reported that their central nurse's station (cns) alarm did not ring. Additionally, a patient had been reported as deceased.

Manufacturer narrative:
The customer reported that their central nurse's station (cns) alarm did not ring. Additionally, a patient had been reported as deceased. The customer called back a couple of hours later to inform nk that all of the involved equipment worked as intended, and that their staff hit the silence alarm button, which resulted in a missed event. This was due to user error and it is not considered to be a device malfunction. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional model information: the customer could not confirm with certainty which bedside monitor (bsm) was used on a patient at the time of this event, but they were able to narrow it down to one of the following devices: bsm - model: bsm-1733a, s/n: (B)(4), approximate age of the device: 52 months, device manufacturer date: 07/17/2015, unique identifier (UDI) #: (B)(6). Bsm - model: bsm-1733a, s/n: (B)(4), approximate age of the device: 52 months, device manufacturer date: 07/07/2015, unique identifier (UDI) #: (B)(6). (B)(4).

Event description:
The customer reported that their central nurse's station (cns) alarm did not ring. Additionally, a patient had been reported as deceased.